Event description:
On (B)(6), 2025, a patient was prepped for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. Prior to the procedure, during preparation, it was reported that, the kit bag allegedly found separated into two pieces, making it impossible to remove the kit cleanly. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port kit packaging and two (2) fully peeled top product tyvek labels were returned for sample evaluation and one photo was provided for review. The photo show completely peeled product tray. The tyvek label was noted to peeled into two layers and pointed out by pen. Visual evaluations were performed. A fully peeled product tray tyvek label and empty packaging tray were also returned. Seal transfer was noted throughout the outer tray. The sides felt rough when inspected as they appeared finely granular throughout. The two (2) fully peeled top product tyvek labels returned were inspected. The tyvek labels appeared to have evidence of attachment as the seal transfer stains were noted throughout the back side of the labels. Some areas felt slight rough when touched throughout. The fully peeled product tray tyvek label was inspected, and seal transfer evidence was noted throughout the back of the labels. One corner was noted to be partially peeled in two. The corner appeared to have evidence of attachment when joined together; the area felt dried. The manufacturing evaluation site states, visual inspection of the images showed the packaging of one powerport isp MRI implantable port kit packaging, it was observed that the lid of the external tray was completely detached, no anomalies were observed in the sealing transfer, it was observed that one of the corners of the inner lid was indicated as the main section to be evaluated, it was observed that the corner was partially separated into two parts, the corner seemed to be dry. Visual evaluation of the additional images showed two powerport isp MRI implantable port kit packaging. It was observed that only one of the packages seemed to be affected, it was observed that the lid of the internal tray was partially separated into two parts. The cause of this condition is related to the sealing process of the tray during the manufacturing process. Therefore, the investigation is confirmed for the reported difficult to open or remove packaging material and identified delamination issue for the first device. However, the investigation is inconclusive for the reported difficult to open or remove packaging material issue as no objective evidence was provided for review. The definitive root cause was determined to be manufacturing related. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI), e1, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure. Prior to the procedure, during preparation, it was reported that, the kit bag allegedly found separated into two pieces, making it impossible to remove the kit cleanly. There was no patient contact.